Manufacturer narrative:
Device was received with both a vertical and a horizontal crack in the battery threads. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that retainer ring was damaged. The customer reported that there was crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.